Manufacturer narrative:
UDI and manufacture date not available for this instrument at time of filing. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced in the system.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the site was unable to get their instruments to verify in a clinical case earlier today. The camera was seeing all of the spheres, but the instruments would not verify. There was no patient impact reported and a delay to surgery of less than 1 hour.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Correction: serial number updated to proper value.